Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (alarm 30) occurred during basal delivery with multiple cartridges. Reportedly, the cartridge alarms resulted in the customer experiencing an undefined, elevated blood glucose (bg) level. Customer treated the elevated bg by delivering a correction bolus. The customer reverted to an alternate method of insulin therapy.